Event description:
It was reported that a phrenic nerve injury occurred. A pulse field ablation (pfa) procedure was performed using a farawave catheter. During ablation of the right superior pulmonary vein it was noted that the right diaphragm was not moving. A phrenic nerve injury was suspected and the lack of right diaphragm movement resolved without intervention after fifteen (15) minutes. Post-mapping was performed, recovery of the diaphragm was confirmed, and the procedure was completed.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6).